Manufacturer narrative:
Bent frame.

Event description:
It was reported by service report that the main frame is bent and causing inaccurate weight readings. No patient involvement or adverse consequences are reported.